Event description:
Currently in tms for treatment resistant depression at (B)(6). Immediately following my last two tms treatments, I experienced numbness and tingling in different areas of my face and jaw. Tingling began below my right nostril, moving to below my left eye and settled in my left jaw up to my lip. It has been six days and the numbness is still there. FDA safety report ID # (B)(4).